Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the catheter tip appeared to have migrated from approximately t11 to approximately l2 and the patient was having less pain control. A dye study was done in the office last week and it was determined that the catheter was patent, so they were going to just revise the spinal portion and move the tip higher. Prior to that, they were weaning the patient down; they had gone from approximately 5.5 mg/day of dilaudid and bupivacaine, both at 15 mg/ml, to approximately 4.5 mg/day and then to approximately 2.25 mg/day and then to minimum rate. At that point, the patient started having withdrawal-type symptoms which occurred on (B)(6) 2014. On (B)(6) 2014, the catheter was revised and a new spinal segment was added to the existing catheter. It was later reported that patient¿s withdrawal-type symptoms were restlessness, inability to sleep, anxiety, increased heart rate, and increased pain. It was this physician¿s practice to wean the patient down to starting does prior to a catheter revision. The patient was supplemented with additional pain medication. Following the revision, the patient was starting to get some pain relief.